Manufacturer narrative:
H11: additional manufacturer narrative: corrected sections : b5, h6( component code, clinical code, investigation findings, investigation conclusions). Updated sections : b7, g3, g6, h2, h6 (type of investigation). Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The device was not returned for evaluation as it remains implanted within the patient and a DHR review was performed, and no related non-conformances were found. Based on the limited information available a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 months due to stenosis. Patient presented with heart failure and shortness of breath. The procedure was performed with 23mm 9755rsltransacatheter valve. Patient was stable post procedure. This is a 81-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 months due to stenosis. The procedure was performed with 23mm 9755rsltransacatheter valve.